Event description:
It was reported that during implant attempt, there was no sensing when connected to the tip electrode. The lead was not used and was replaced. While the pocket was open, an insulation break was noted on the lv (left ventricular) lead. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed.